Manufacturer narrative:
It was reported that the ts was unable to connect to the patient's ipg during the post op appointment. Ts found that the ipg was in service mode. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical surgery and the ipg was placed in surgery mode. The ipg was unable to communicate with external devices, deeming the ipg inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A4: added patient weight.